Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No complaint trends were identified in veeva. This alleged defect and lot number are associated with a previous issue addressed in CAPA 618925; however, without evaluation of a returned product the alleged defect cannot be confirmed.

Event description:
According to the available information the device was explanted and replaced due to a cracked pump.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No complaint trends were identified in veeva. This alleged defect and lot number are associated with titan recall z-0488-2021; it was determined that the most probable root cause was related to fatigue and tear resistance of the silicone elastomer used for the pump. However, without evaluation of a returned product the alleged defect cannot be confirmed. Corrections: annex coding and h11.